Manufacturer narrative:
D4. Concomitant product UDI for reservoir is (B)(4). There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom of adhesions is a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. B3. Date of event: actual event date was unknown; therefore, first day of bsc aware month was selected.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) stated that the bulb was positioned at the top of the scrotum and felt as though the right testicle was attached to it. The patient also reported that the bulb appeared to be affixed to the scrotum. The device remains implanted, and the patient was advised to follow up with his physician. No additional information was provided.